Manufacturer narrative:
At this time, the lead remains capped. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post an open heart surgery procedure that included a maze procedure for atrial fibrillation, there was no capture or sensing on the right atrial (ra) lead. The physician decided to surgically abandon and replace the lead. No additional adverse patient effects were reported.